Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). A 2.25x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the middle of the stent delivery shaft was broken. The device was completely removed from the patient with the wire and guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 20229995 to 19649356. Device expiration date corrected from 07/23/2018 to 02/19/2018. Device manufactured date corrected from 02/13/2017 to 09/13/2016. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 320 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This root cause was assigned due to the fact that the physician stated in the event description that the hypotube break was caused by user error. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). A 2.25x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the middle of the stent delivery shaft was broken. The device was completely removed from the patient with the wire and guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.